Manufacturer narrative:
Citation: tabata h, ishizu k, murakami n, hayashi m, shirai s, ando k. Bailout stenting for delayed coronary obstruction after self-expandable transcatheter aortic valve implantation. Cardiovasc interv ther. 2024;39(2):210-211. Doi:10.1007/s12928-023-00978-z earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent successful transcatheter aortic valve implantation with a 26 mm medtronic evolut pro valve. Aortography after valve implant showed a high implant position with intact coronary flow. However, one hour after arriving in the intensive care unit, the patient went into shock with loss of consciousness. Veno-arterial extracorporeal membrane oxygenation was initiated, and then emergent coronary angiography (cag) showed sub-occlusion of left coronary artery (lca) and sequestration of the sinus of valsalva. Consequently, percutaneous coronary intervention was performed, and two coronary stents were placed. Afterward, final cag showed good lca flow. The patient had an uneventful recovery and was discharged from the hospital thirty-one days later. The authors wrote that post-procedural computed tomography analysis confirmed that one of the evolut pro commissures was positioned in front of the lca. No further information was provided pertaining to the evolut pro valve.